Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings:a review of the pump history showed no occlusion alarms were recorded. The pump rewind, load, and prime steps were performed successfully with no occlusions. The pump was exercised for 24 hours on a 1 unit per hour basal program with no occlusions. The force sensor calibration was found to be within specifications. During testing the pump was rewound, loaded, and primed. Occlusion alarms were emitted when the pump attempted to deliver boluses. The pump was opened and there was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. It was reported that the pump was not giving occlusion alarms for bent cannulas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.